Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the pump is accelerating. The reported event was confirmed. The service evaluation revealed that the inflow and outflow motor are worn out / loud. Further the cpc connector is dirty. Also the inflow and outflow lever is loose.

Event description:
It was reported that the pump is accelerating. There was no harm for patient, operator or third party reported. No further information received. Update nen 07-nov-2022: further information revealed that this event occurred during a clamp test at the beginning of the surgery. There was no harm for patient, operator or third party. The surgery was finished successfully with another dualwave pump and new tubing, which was available in the operation room. It was not necessary to switch the surgical technique or do a second surgery.